Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4),

Event description:
Customer's mother reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 519 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with bolus delivery from the insulin pump and manual injection. Customer advised they changed out their set and there was blood on it. Customer went to the emergency room as a result of their high blood glucose.